Event description:
Narrative: droplet brand pen needles bend, are hard to use, and the plastic is rough. Symptoms: pen needles are bending, plastic is rough and sharp. Diagnosis for use: diabetes mellitus.